Event description:
It was reported that the patient experienced a shocking or jolting sensation and acute pain in her rectum. The patient had been receiving therapeutic relief. The patient attempted to turn stimulation down, but received the poor communication screen. Upon reviewing functionality of the patient programmer, the patient was able to turn stimulation down and it felt better.

Event description:
Additional information received reported the patient was still having concerns regarding the device or therapy, but was working with her physician or manufacturer representative. An appointment was scheduled for (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28 lot# v913868 implanted (B)(6) 2012 explanted unk; programmer model 3037 serial# (B)(4).